Event description:
An alleged malfunction involving a quickie (B)(4)was reported to sunrise medical on (B)(6)2013. The dealer reported that on (B)(6) 2013 the end user was in his (B)(4) power chair when the chair suddenly moved without any command. The dealer reported that the end user and his chair ran into a wall in his home. There were no injuries reported due to this malfunction.

Manufacturer narrative:
This is the second MDR filed for serial number (B)(4). Please reference MDR 2937137-2013-00029. A sunrise sales rep is helping with coordinating the return of this chair so that an investigation can be done. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.